Manufacturer narrative:
Further troubleshooting was recommended. No maximum energy shock has been delivered to date. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-) did exhibit out-of-range shock impedance measurement lass than 20 ohms. All other measurements were normal and the low shock impedance occurred only one time. It was discussed that there could be a ead integrity issue, possibly intermittent and that the only true test of the system would be to deliver a maximum energy shock.